Manufacturer narrative:
Device history record (DHR) review-DHR review for the device(s) involved with the reported event has been completed. No non-conformance's were identified to be related to this complaint. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci assisted procedure, the fenestrated grasper instrument had a broken cable. The customer was able to continue the procedure and converted to open due to anatomy. It was noted that there was no patient harm. Additional follow up was conducted and the customer confirmed that there was no report of fragments falling into the patient, patient harm, or adverse consequences due to the instrument use.